Event description:
The customer reported the hmx al instrument generated intermittent "backwash not performed" errors. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the blood sampling valve (bsv) resolving the issue. (B)(4).